Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness of the operating part (base of the suction port) not maintained, water tightness not maintained due to holes in the curved rubber, abnormal angle of curved tube observed, forceps channel crushed, light guide bundle broken, adhesive part of the lighting lens came off, curved tube crushed, spots on image guide bundle, flexible tube of the insertion section crushed, coating of the insertion tube peeled off, scratches found on operation part, scratches found on the eyepiece, scratches on angle lever, scratches found on the up/down plate, scratches found on the vent metal under the grip, scratches found on the fixed ring, and peeling of the indicator on the base of the light guide mounting part. . The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for the tracheal intubation fiberscope leaking air/water. Upon inspection and testing of the customer returned device, the coating of the image guide serpentine was found peeling off (1-2 mm or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is suggested that the user facility receive instruction/reinstruction on the handling method of the device including usage environment. Olympus will continue to monitor field performance for this device.